Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 on the static unit had issues with pockets a2 and a3, which did not allow the pockets to fully secure into the tray. A field service engineer (fse) inspected the drawer and found muscle wire on the tray in row a was misaligned. The fse powered down the station, reset all connections on drawer, cleaned out trash and debris and aligned the muscle wire to resolve the issue. The drawers were tested using the hardware test application, and no issues were observed. The customer inventoried medications successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubies had failed. Drawer 2.2 was unable to securely insert cubies in pockets a2 and a3, and the cubies were unable to be released. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.